Manufacturer narrative:
The unit was not returned for investigation. The complaint is unconfirmed. The device history record was reviewed and no exception documents were found. The complaint database was reviewed and no similar complaints for this lot number were found.

Manufacturer narrative:
The affected device is not expected to return for evaluation. A follow up will be submitted when a review of the complaint database and device history record has been completed.

Event description:
The physician reported that when attempting to remove the sheath at the end of the procedure, the patient's artery spasmed and they were unable to remove the sheath. Vasodilators and lidocaine were administered by anesthesia. The sheath was then able to be removed. No additional consequences to the patient were reported.